Event description:
The customer reported that the monitor was out.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep determined that the software was the problem, and not the monitor. He reloaded the software. The system operates as intended.